Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient had wound dehiscence. It was mention that the patient had allergy with latex and was believed to be the cause. It was noted that silver nitrate was applied over the wound. The patient underwent a system explant procedure and was doing well post-operatively.

Event description:
It was reported that the patient had wound dehiscence. It was mentioned that the patient had allergy with latex and was believed to be the cause. It was noted that silver nitrate was applied over the wound. The patient underwent a system explant procedure and was doing well post-operatively. The explanted device will not be returned as it was kept by the facility. Additional information was received that patient is noted to be allergic to the epoxy resin the connects the lead to the ipg.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI. Upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that the patient had wound dehiscence. It was mention that the patient had allergy with latex and was believed to be the cause. It was noted that silver nitrate was applied over the wound. The patient underwent a system explant procedure and was doing well post-operatively. Additional information was received that the explanted device will not be returned as it was kept by the facility.